Event description:
It was reported to medtronic minimed that the customer requested to run the tester procedure for the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed it was reported customer confirmed the transmitter was fully charged and no visible damage was found on the connection bridge. The sensor feature was toggled off and on. The led on the transmitter blinked when connected to the tester, but the radio frequency icon did not turn green. The tester procedure was repeated with the same result. The transmitter serial number was deleted and reconnected wirelessly per IFU, but communication was not established. It was advised that the transmitter may not be working and should be replaced. The customer was also advised to replace the sensor if used for less than 6 days. No harm requiring medical intervention was reported. Product return for mmt-7841zw is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.